Event description:
It was reported that the emergency button of the external pulse generator (epg) was not working. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the button was intermittent and the keypad was out of specification. Keypad was also contaminated with adhesive. It was also noted that the upper case was contaminated and dented, the lower case was contaminated and damaged from pinched seal, the power cable in the lower case was routed incorrectly and pinched, one case screw was contaminated, and the main seal was sticking out of case halves. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional testing. If information is provided in the future, a supplemental report will be issued.